Manufacturer narrative:
B5 describe event or problem: corrected.

Event description:
It was reported that thrombosis occurred. A 1.75mm rotapro, 2.00mm rotapro and a rotapro console were selected for use. During the preparation, the 2.00mm burr would not turn on. The gas and connection were checked. Then used a 1.75mm burr, but the issue persisted. The physician commented that the patient acquired a thrombosis while troubleshooting the device. They had to do thrombectomy with penumbra. The procedure was completed with another burr. Upon investigation it appeared that the console electrical piece no longer aligned to allow connection between burr and the console. No further patient complications were reported and expected patient to fully recover. It was further reported that the procedure was completed with an alternative method.

Event description:
It was reported that thrombosis occurred. A 1.75mm rotapro, 2.00mm rotapro and a rotapro console were selected for use. During the preparation, the 2.00mm burr would not turn on. The gas and connection were checked. Then used a 1.75mm burr, but the issue persisted. The physician commented that the patient acquired a thrombosis while troubleshooting the device. They had to do thrombectomy with penumbra. The procedure was completed with another burr. Upon investigation it appeared that the console electrical piece no longer aligned to allow connection between burr and the console. No further patient complications were reported and expected patient to fully recover.